Manufacturer narrative:
Per the tandem user guide: make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 350 mg/dl, and the meter bg reading was 210 mg/dl. No additional patient or event information was available. Reportedly the customer used acetaminophen.